Manufacturer narrative:
The products were returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the hvad batteries and controller in relation to the reported event. Thorough external visual inspection of the controller and batteries revealed no signs of physical damage or contamination. A review of the devices history records confirmed that the devices met all specification for release. The returned controller ran normally with no fault alarms or errors. The connections between the controllers and batteries were secure and reliable. The reported event was confirmed during functional testing. The four returned batteries failed functional testing due to early depletion of an internal cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of four reports (3007042319-2013-00215, 00216, 00217 and 00218) submitted for devices related to the same event.

Event description:
This event involved a patient who experienced a change of power source in the controller earlier than expected 24 four months after heartware lvad implantation. The batteries and controller were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.